Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap appy. Event description: complaint based on medwatch report # mw5107181 received via mail. "Inside of the balloon port broke off while in use - able to retrieve portio from patient during operative procedure," no product return. Product not available for evaluation. Additional information received via email on (B)(6) 2022 from the user facility: the broken piece came from inside the trocar. The color was black and it appeared to be a piece of a component and not a complete component. It is unknown what instruments were used through the trocar. The product was disposed of by the facility. There are no photos available of the device. On (B)(6) 2022 maude report, mw5107181, received via maude search. No additional information was provided. Type of intervention: "routine did not convert to open." Patient status: no patient injury. "Patient discharged in stable condition."

Event description:
Procedure performed: lap appy: event description: complaint based on medwatch report # mw5107181 received via mail. "Inside of the balloon port broke off while in use - able to retrieve portio from patient during operative procedure," no product return. Product not available for evaluation. Additional information received via email on 14mar2022 from the user facility: the broken piece came from inside the trocar. The color was black and it appeared to be a piece of a component and not a complete component. It is unknown what instruments were used through the trocar. The product was disposed of by the facility. There are no photos available of the device. 15mar2022 maude report, mw5107181, received via maude search. No additional information was provided. Type of intervention: "routine ¿ did not convert to open." Patient status: no patient injury. "Patient discharged in stable condition."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch # mw5107181.